Manufacturer narrative:
The date of incidence was reported to have occurred the week before (B)(6) 2013. One used blade was returned. The used blade was evaluated and it is unclear where the shedding emanated from as there is no inherent evidence anywhere on the device that shows debridement on the inner blade assembly, there are no visible score marks or skiving. A review of the device history records was performed which confirmed no inconsistencies. After the evaluation a root cause could not be determined. The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During a shoulder arthroscopy procedure, it was reported that the device started to shed. No torque was applied and all fragments were shaved out and flushed from the joint. A back-up device was utilized to complete the procedure. A small delay was reported.